Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Implant date updated.an event regarding intraoperative dislocation involving a triathlon mb patella pa a40 was reported. The event was not confirmed. Visual inspection of the returned device did not note anything remarkable. Dimensional analysis of the device indicated that the product was manufactured to specification. Functional evaluation was not performed as the device is non-functional. Medical evaluation not performed as no medical records were provided. Device history review indicated that the specified lot was accepted into stock with no reported discrepancies. Complaint history review. Indicated that there have not been any other events for the specified lot.the reported event involves implantation of a metal backed patella. The patella was clamped into place but became dislodged when the device was touched with the surgeon¿s finger. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
While performing a tka, doctor prepared the patella for a 40mm asymmetric metal backed pa patella. The patella was drilled according to the surgical technique using the metal backed patella drill bit. The patella was then clamped into place using the triathlon patella clamp. Upon releasing the clamp doctor pulled gently on the component with his finger and it dislodged. He elected to open and cement an all poly 40mm patella component into place.

Event description:
While performing a tka, doctor prepared the patella for a 40mm asymmetric metal backed pa patella. The patella was drilled according to the surgical technique using the metal backed patella drill bit. The patella was then clamped into place using the triathlon patella clamp. Upon releasing the clamp doctor pulled gently on the component with his finger and it dislodged. He elected to open and cement an all poly 40mm patella component into place.